Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the refrigerator was not working, and the refrigerator pockets could not be recovered. A field service engineer (fse) identified failures on auxiliary es refrigerator bins 2.2 and 1.2, which were not opening or releasing. The irac board on row two was replaced and tested good. Additional issues were identified on row one, where bin 1.1 continued to fail and helmer bin 1 2 would not recover. The irac board was replaced, diagnostics were run, bins were tested and recovered, and all bins tested successfully. The system functioned as intended after field service engineer repaired the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, unable to recover the pockets. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.